Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error during prime. That same day the insulin pump alarmed no delivery while trying to refill the reservoir and priming. Customer's blood glucose level was 575 mg/dl. The customer treated his blood glucose level with the insulin pump. His high blood glucose symptoms were nausea, abdominal pain, and loss of appetite. He was able to complete the rewind sequence. The high pressure test passed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no motor error or excessive no delivery alarm noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and motor tests. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.